Event description:
The user facility reported that they had an issue with an angio-seal device. The doctor could not insert the sheath into the patient's artery. His access site was in the recommended anatomical location to use angio-seal. He was also aware of rotating the device once you meet resistance to get the sheath to go into the vessel. The angio-seal device was visually inspected, and the distal tip of the sheath seemed to have a lesser angle than other angio-seals devices (demo devices we had with us to compare the two), and the distal tip almost looked to be wider than others, with a small; however, noticeable "bubble" at the tip. The type of procedure performed was a cardiac catheterization. The patient and procedure were un-harmed. The doctor could not get the angio-seal device in the patient's arteriotomy, so they removed it and held manual pressure. The terumo territory manager and clinical met with the interventional cardiologist who's very well versed in using angio-seal. They brought in a demo block model to review proper technique and trouble shooting and his technique was right on with everything we recommend.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon the evaluation of user facility information and the no return of the actual sample; 213 is based upon functional testing of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and the no return of the actual device; 67 is based upon evaluation of the returned unused sample. One unopened (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The packaging was opened, and the returned sample included the header bag, hemostasis sheath, arteriotomy locator, guidewire, and an unopened foil pouch. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The sheath and locator were fully mated without issue. No other damage or issues with the device were identified. Dimensional analysis was also performed by measuring the od of the locator and ID of the hemostasis sheath. The inner diameter of the sheath was measured distal to the blood inlet hole of the sheath, near the distal tip. The dimensions were found to be as follows: locator od - 0.091" sheath ID - 0.096" the locator and hemostasis sheath were found to have been within the appropriate specification of 0.092'' +.000 / -.002 and 0.093" +/- 0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint could not be confirmed for insertion difficulty. The exact root cause was not able to be determined. It is possible that insufficient angulation was used during insertion of the assembly, however this could not be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).